Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was poor condition. During functional testing, installed a test disposable l-70 and powered on device. Device was not cycling upon power up and over temp alarm also was alarming both audibly and visually. This confirms customer reported reason. Opened device for further investigation. Installed known good test pump assembly and device then operated as designed. Replaced pump assembly and tested. Device passed all functional tests. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device goes into over temp at power up. No patient injury was reported.